Manufacturer narrative:
The cause for the discordant advia centaur xp hbsag result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The information for use (IFU) for the hbsag assay states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The IFU states for the hbsag confirmatory (conf) assay in the interpretation of results section: "samples reported as redilute require further dilution for confirmation."

Event description:
(B)(6) advia centaur xp hbsag results were obtained for a patient sample. The patient sample was tested with the advia centaur xp hbsag confirmatory assay and the interpretation was redilute. The patient sample was sent out and tested on an alternate method. The result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.